Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "high baseline alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action is required at this time.

Event description:
It has been reported that the intra-aortic balloon pump (iabp) was installed but did not work. The pump at first had a "high baseline" alarm. The pump was then switched off and started it again. The pump could not pass the self-inspection. As a result, then pump was replaced with another pump from another hospital which caused a delay. The md inflated and deflated the balloon repeating. The local engineer serviced the pump and confirmed the pump control system failed. Patient outcome: fine. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the intra-aortic balloon pump (iabp) was installed but did not work. The pump at first had a "high baseline" alarm. The pump was then switched off and started it again. The pump could not pass the self-inspection. As a result, then pump was replaced with another pump from another hospital which caused a delay. The md inflated and deflated the balloon repeating. The local engineer serviced the pump and confirmed the pump control system failed. Patient outcome: fine. There was no reported patient death, serious injury or complications.